Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: wear abrasion, fold creases, a curved opening on posterior and radius, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a crease sharp opening on posterior, three striated openings on radius, and nicks striated on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening. Three striated openings on radius assessed as surgical damage. Non-penetrating nicks striated on radius assessed as surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation as well as "any creases associated with hole". The device has been explanted.